Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported the tube was inserted in the pt on (B) (6), 2009 and a leak in the pilot balloon was detected later that same day. A non-routine replacement of the tube was required.